Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with moisture damage on lcd board. Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that the insulin pump got exposed to moisture. The customer's blood glucose was 243 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.